Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed scratches on the lens and a worn downstream occlusion (dso) seal. No evidence was available to review in the event history log. Functional testing was able to replicate the reported issue; the dso sensor was out of specification. The root cause was determined to be an inoperable dso sensor. The dso sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was not recognizing the cassette. It is unknown if there was patient involvement, no adverse patient effects were reported.